Manufacturer narrative:
Additional information: d9 - no product return. H6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable according to din en iso 14971; severity was 2(5) and probability 2(5). Conclusion and preventive measures: based upon the investigation results, a clear root cause cannot be determined. At this time there are no hints for a product related error. The cause could not be determined. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sz378r - ennovate mis downtube short. According to the complaint description, the hook part of the tip of the product (the part that grasps the screw) was found to be broken while closing wound after the posterior lumbar interbody fusion (plif) for l5 procedure. The surgeon used 4 sz378r but one of them found to be broken. One hook from one side was found to be broken. The broken particle could not be found by x-ray, visual check in the surgical area of the patient's body, also the outside of the surgical area as well. The final fixation could be carried out, so the surgeon could not notice when the break of the hook happened. There was no infection to the patient. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).